Manufacturer narrative:
Correction to the evaluation summary previously documented. The device evaluation was reassessed and concluded that a malfunction occurred, therefore the documentation of no malfunction is inaccurate. However, no systemic issue or product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely decreased scc results while using the architect i1000sr analyzer. The customer provided the following data for 2 patients; the specimens were recentrifuged after the initial results were generated: patient 1: (B)(6) 2016: initial: 0.1 ng/ml, retest 1: 0.60 ng/ml, retest 2: 0.7 ng/ml. Patient 2: (B)(6) 2016: initial: 3.8 ng/ml, retest 1: 0.5 ng/ml, retest 2: 4.10 ng/ml. No impact to patient management was reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, troubleshooting evaluation, a search for similar complaints, a review of the analyzer service history and a review of labeling. An abbott customer support specialist completed troubleshooting of the instrument with the customer. This involved a part replacement per normal troubleshooting procedures, which resolved the issue. A review of the analyzer service history identified no contributing factors on or around the date of the complaint. There have been no subsequent contacts from the customer regarding erratic or discrepant results since the syringe assembly was replaced. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency and no malfunction of the architect i1000sr analyzer, ln (B)(4) was identified.